Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used along with a 27mm watchman® laa closure device & delivery system. After the second partial recapture, it was noticed on angiogram that the distal part of the legs of the closure device would not fully expand. Three partial recaptures were performed in total. A full recapture was then performed to remove the closure device and delivery system from the patient. While the physician was repositioning the access system in the laa, the access system was noticed to be kinked. Therefore, a new access system and delivery system were used to successfully implant a 27mm closure device. No patient complications were reported and the patient is stable.